Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of therapy. The patient¿s implant had not been working since (B)(6) 2016. A month or so after implant, she had to go back to the health care provider because the implantable neurostimulator did not keep a charge. The high density setting was uncomfortable so they had adjusted the setting and the problem with the implantable neurostimulator placement was very painful. The implantable neurostimulator moved around a lot and her jeans rub against it. At night when she turns over, it pulls on it. Two and half months after the implantable neurostimulator would not take a charge. The patient was looking to remove the device because it was causing more pain than helping her. The patient didn¿t¿ have a problem with the trial. These events had started occurring in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the patient has had problems with it charging soon after it was implanted and she had it adjusted twice. Then it just stopped taking a charge. The patient has daily pain and discomfort due to the implant and would like it removed. The patient is looking for another managing health care provider as a step to resolve the issues. The patient used the wrap that they sent her home with to try to resolve the implantable neurostimulator movement in the pocket, but she cannot use it anymore due to the pain and discomfort so it wasn¿t resolved at the time that the additional information was received.

Manufacturer narrative:
Report updated to serious injury due, to reflect the additional information that device was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, the additional information reported that the ins placement was bad and that the ins had, " quit working all together". A revision occurred to replace the ins. No additional symptoms or complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-sep-05. The patient stated that their battery had flipped in the pocket and was not responding to the charging so it was re-routed and placed in another spot. The patient was unsure if the implantable neurostimulator was returned for analysis as they do not have it. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.